Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 03/24/2009 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
A nurse reported a patient who experienced tass (toxic anterior segment syndrome) following intraocular lens (iol) implant surgery. The patient was treated with medications. Additional information has been requested.